Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer received emergency medical assistance due to low blood glucose on october 6, 2018 with blood glucose of 66 mg/dl at the time of the incident. The customer was in the 200 to 300 mg/dl range at the time of the call. The customer was given a glucagon shot and intravenous fluids to treat. The customer experienced symptoms such as foaming at the mouth and a diabetic coma. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event, as the caller stated the customer was not using sensors, but the pump kept dispensing insulin. Troubleshooting was not completed as the pump was without a battery. The insulin pump will not be returned for analysis.